Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. On the first attempt, the bottom jaw did not open to full aperture and the clip did not load properly. However, upon slight pressure, the jaw fully opened. As a result, the clip was able to load properly into the jaws of the applier and was successfully applied to over-stressed surgical tubing. This was repeated with the same result for the remaining clips. The sample was disassembled to inspect the internal components. It was observed that the jaw spring was bent. It appears that since the jaw spring was bent, the jaw spring was binding onto the tube and preventing the bottom jaw from opening to full aperture. The sample was received with 7 clips remaining in the channel indicating that 8 clips were fired by the end user. The damage to the jaw spring prevented the clips from loading properly into the jaws of the device. R & d was consulted , and it could not be determined exactly how or when the jaw spring got bent. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as it could not be determined what caused the jaw spring to bend. The device history record review showed no evidence to suggest a manufacturing related cause. The reported complaint of "loading issue" was confirmed based upon the sample received. One sample was returned with 7 clips remaining in the channel indicating that 8 clips were fired by the end user. Upon functional inspection, the bottom jaw did not open to full aperture and the clips were unable to load properly. However, upon slight pressure, the jaw fully opened , and the clips fired properly. The sample was disassembled , and the jaw spring was found bent. It appears that since the jaw spring was bent, the jaw spring was binding onto the tube and preventing the bottom jaw from opening to full aperture. The damage to the jaw spring prevented the clips from loading properly into the jaws of the applier. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. A device history record review was performed on the autoend05 with no evidence to suggest a manufacturing related cause. R & d was consulted , and it could not be determined exactly how or when the jaw spring got bent.

Event description:
It was reported that the clip applied to the blood vessels during use for cholecystectomy do not fall out after being bitten by the jaw and no longer opens.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73g1800172. Investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip applied to the blood vessels during use for cholecystectomy do not fall out after being bitten by the jaw and no longer opens.